Event description:
Customer's wife reported that the customer went swimming with the insulin pump on. The blood glucose reading was 131 mg/dl. She stated that the insulin pump was vibrating without giving any specific alarm or alert. She stated that the display went blank immediately after exposure. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had moisture damage found on keypad traces and electronic assembly. Insulin pump had minor scratches on lcd window and cracked reservoir tube lip.